Event description:
It was reported that the user contacted support for assistance performing a factory reset of the ilet following prior guidance, completed ilet setup with a g7 sensor, re-paired the ilet to the mobile app, and received education because they had been using meal announcements as corrective doses; the user also switched infusion sets from teflon to contact detach steel. No reported symptoms. Outcomes included user education on appropriate use and expectations after the reset. Investigation included guided troubleshooting, device setup verification, and confirmation of connectivity pairing. Investigation of this case revealed appropriate device function after the reset with no device malfunction identified, and the issue was attributed to use behavior related to meal announcements used to correct blood glucose rather than a component failure. It was concluded, based on previously established findings for similar reports, that user technique contributed to the reported concerns.